Event description:
Pt called alleging that the test would not start once they inserted the test srip into the meter. P did not experience any simptoms of high or low blood sugar. Pt did not experienced a serious injury or did np call their md or seek medical attention. Customer service was unable to resolve the issue and tent pt a new meter. When a pt occurred or trreatment in the absencce in the absence of a glucose value.